Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 4.5-4.8cm from the distal tip, consistent with lead friction to another device. The abrasion abraded through the rv shock coil and the etfe coating was abraded at this location. External insulation abrasion was noted at 7.8-8.2cm from the distal tip. The silicone insulation was intact at this location.

Event description:
It was reported that during device changeout lead fracture was observed due to lead friction to another lead. Lead was explanted.